Event description:
The customer alleged that she was receiving erratic blood glucose readings using her contour ts meter. Two days before she called customer service, paramedics were called since she received a blood glucose reading of 36 mg/dl, passed out and fell down. The customer was treated with dextrose and also given something to eat and drink. The customer declined to troubleshoot and just insisted her meter be replaced. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.